Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for a short period of time, the pump battery charge was incorrectly displayed. Blood glucose was approximately 400 mg/dl. The customer was using a non-tandem usb cord/wall adapter and the time to charge the pump was slow. Reportedly, the customer received a tandem usb cord and wall adapter to charge the pump.